Event description:
Customer reported the device did not turn on. Device was returned for service. During service, technician indicated the engine and flex were defective. Also, the hose locked and the coupling was faulty. During service, technician found error code for handpiece fault was displayed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, damaged bearings were found due to normal wear, and engine and flex were defective. Technician replaced engine, flex, hose, and parts of locking.